Event description:
During evaluation, the force sensor pins were found to be partially dislodged, and the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen, the force sensor pins were found to be partially dislodged, and the force sensor was found to be out of calibration.